Event description:
Myeloma [myeloma]. Case narrative: initial information received on 01-may-2023 regarding a solicited valid serious case received from a patient's daughter, in the scope of post-marketing sponsored study "sponisynvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case is linked to case ID (B)(4) (multiple device suspect used for the same patient) (right shoulder). This case involves 86 years old female patient who was diagnosed with myeloma after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any concomitant disease or risk factor. On (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate injection 6ml intra-articular in right knee once a year (lot - crsl016, expiry date, strength: unknown) for osteoarthritis. In (B)(6) 2023 after the latency of 6 months approximately, the patient was diagnosed with myeloma (plasma cell myeloma). She started a therapy a month ago (in (B)(6) or (B)(6) 2023) using medication to fight the cancer protein. Daughter would ask her hcp (healthcare professional) was she able to continue with the synvisc-one injections. Patient had injections once a year, one in the knee and one in the shoulder for arthritis. It was unknown if there were lab data/results available. Action taken: not applicable. Corrective treatment: the patient was using medication (not specified) to fight the cancer protein was for the event. At time of reporting, the outcome was not recovered for the event myeloma. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria: medically significant for plasma cell myeloma. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated 04-may-2023: this case involves 86 years old female patient who was diagnosed with myeloma after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, batch number, ptc results, injection technique, post injection routine, and other risk factors would aid in better case assessment.

Event description:
Myeloma [myeloma]. Case narrative: initial information received on 01-may-2023 regarding a solicited valid serious case received from a patient's daughter, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case is linked to case ID (B)(4) (multiple device suspect used for the same patient) (right shoulder). This case involves 86 years old female patient who was diagnosed with myeloma after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any concomitant disease or risk factor. On (B)(6) 2022, the patient received hylan g-f 20, sodium hyaluronate injection 6ml intra-articular in right knee once a year (lot - crsl016, expiry date: 31-mar-2025, strength: 48 mg/6m) for osteoarthritis. In (B)(6) 2023 after the latency of 6 months approximately, the patient was diagnosed with myeloma (plasma cell myeloma). She started a therapy a month ago (in (B)(6) 2023) using medication to fight the cancer protein. Daughter would ask her hcp (healthcare professional) was she able to continue with the synvisc-one injections. Patient had injections once a year, one in the knee and one in the shoulder for arthritis. It was unknown if there were lab data/results available. Action taken: not applicable. Corrective treatment: the patient was using medication (not specified) to fight the cancer protein was for the event. At time of reporting, the outcome was not recovered for the event myeloma. Reporter causality: not reported. Company causality: not reportable. Seriousness criteria: medically significant for plasma cell myeloma. A product technical complaint was initiated on 01-may-2023 for synvisc one (batch number: crsl016) with global ptc number: 100324120. Sample status was not available. Based on the complaint from intake team, there is no quality related defect that would pose as a malfunction. This complaint does not have a quality defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. " defect class has been updated to ii. Investigation (tj 19may2023) batch crsl016, synvisc one was manufactured on 22-apr-2022 with expiration date of 31-mar-2025 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process as per rdg-sop-000055. Customer sample was not available for evaluation. Based on investigation, no CAPA (creative and preventive action) required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events and perform trend analysis on aperiodic. The final investigation was completed on 26-may-2023 with summarized conclusion as no investigation possible. Additional information was received on 26-may-2023 from other health care professional. Ptc result, expiry date and strength was added. Text amended accordingly.